Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and found sensor broken. Broken part was missing on the sensor. It was unable to confirm if the customer received the sensor damage due to customer returned opened and used sensor.

Event description:
The customer reported via phone call that they received calibration error alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur. The sensor will be returned for analysis.